Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated, a vns pt had high lead impedance readings with diagnostics testing. The pt is asymptomatic and has declined vns revision surgery at this time. The pt had a traumatic accident in (B) (6) 2009, but it is unk if this is related to the high lead impedance. The reporter was advised to disable the vns. All attempts to the reporter for further info have been unsuccessful to date.